Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Review of stored episodes of mode switch revealed noise on the atrial lead resulting in inappropriate auto mode switch. The noise could be reproduced with isometrics. All other electrical measurements were in range. No intervention was performed; the patient will continue to be monitored. The patient was in stable condition.